Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio replaced an expired battery as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device had a blank screen, which could be indicative of a device lock-up or the device did not power on. As a result, defibrillation may not be possible, if it were necessary. No further details about the event were provided. There was no patient use associated with the reported issue. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the event; however, no response has been received.